Event description:
A report was received that the patient's ipg was coming out through the skin. The patient underwent a pocket revision wherein the ipg was replaced and the pocket was relocated. The patient was doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was coming out through the skin. The patient underwent a pocket revision wherein the ipg was replaced and the pocket was relocated. The patient was doing well following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was coming out through the skin. The patient underwent a pocket revision wherein the ipg was replaced and the pocket was relocated. The patient was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient's entire system was explanted. The physician decided to remove the system because he believed that the patient had an allergy that was causing her body to reject the device, and the patient had a previous infection at the pocket site (MFR report #: 3006630150-2013-00224). The patient was doing well following the procedure. The physician believed that the erosion was not procedure related. Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead with platnalock technology - 70cm; model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).